Event description:
When the dialysis machine was attached to the water supply, the machine started leaking copious amounts of water all over the floor. The actual site of the leak was the pipe fitting at the water filtration tank. The dialysis technician notified the contractor who sent a mechanic out to fix the machine. Dialysis was delayed for three hours due to the lack of a back up machine. The patient had no other problems as a result of the dialysis. Clinical tests were performed on the patient. It is not known if the clinical tests were performed before or after the device failure. The dialysis contractor was notified that back up machines must be provided when failures occur to minimize the effect on the patient. According to the vendor, this was normal wear and nothing significant. There is no brand name as this is a third party device with no identifying manufacturer on the filter. The vendor services this device on a quarterly basis. The facility began using this device at least 3 years ago. There is no previous history of the device having this problem at this facility.